Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reports that when the surgeon was replacing and final tightening the mountaineer plate's right sided occipital fixation point to a rod, the mountaineer set screw "stripped", partially shearing off the thread on the set screw as well as the entire outer thread on the mountaineer occipital plate¿s right side innie yoke component. Reports surgeon had to remove the plate and replace it with a new one. The difficulty resulted in a thirty five minute delay to the procedure with no adverse consequences to the patient. The product code of the set screw has not been provided at this time. See mfg medwatch report no. 1526439-2014-11386 for the mountaineer occipital plate with the innie yoke component with torn threads that was involved in this event.

Manufacturer narrative:
Visual verification noted that the threads on the inner setscrew were torn. Additionally, the reporting sales rep confirmed that the sheared off portion was removed and discarded. A review of the DHR for the mountaineer inner screw could not be conducted as the lot number was illegible. Therefore, without the lot number, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis for the mountaineer inner screw was conducted on the specific product code as the product family does not exist for this device. It was noted that there were no reported complaints other than this one associated with threads becoming torn. In this complaint there was no reported harm to the patient but potential harm may exist if the fault were to recur. The root cause of the mountaineer inner screw threads becoming torn cannot positively be determined. However, the noted torn threads is most likely indicative of an inadvertent cross threading having occurred during inner screw tightening. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.